Event description:
It was reported that when the device was used during a laparoscopic-assisted vaginal hysterectomy, the device was hard to fire; therefore, the surgeon did not fire it. Replaced reload & fired. Only stapled on patient side, resulting in bleeding. A bovie was used to control the bleeding. Pulled another instrument, worked fine first time, hard to fire second time with inconsistent staple formation. The case was completed without patient consequence.